Event description:
While nurse attempting to start IV with jelco protectiv plus safety i.v catheter 18g x 1 1/4", she put the catheter under the skin and when it was advancing it, noticed it broke and immediately removed catheter. Afterward, on exam, noticed a big hole to side of cannula.